Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 30% to 5% in one day and subsequently shut off. In addition, the customer stated the pump battery jumps up 10% while not connected to a power source. The customer's blood glucose (bg) level was impacted (295 mg/dl). A correction bolus via the pump was delivered to address bg level. The reported issues were unable to be confirmed as the customer was unable to upload the pump data for review by tandem technical support.